Manufacturer narrative:
This device was previously reportable under the asr exemption e2015006, which was revoked on 2018/06/28, resulting in this MDR submission. The visual findings revealed deep scratches, and sticky residue on the exterior housing. Both dust covers underneath the battery slots have been damaged. Rattling sounds can be heard from inside when the unit was shaken. Evaluation found that the nurse call receptacle was undamaged. However, the unit did not send a signal to activate the indicator light at the nurse call test fixture due to a bent pin 3 inside the nurse call receptacle. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the nurse call receptacle is visually damaged. Evaluation revealed the unit does not send a signal to the nurse's station. The date the issue was discovered is unknown and no patient incident or injury was reported.